Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports their parent had administered a manual injection of insulin prior to the patient going to bed. The patient reports having woken up vomiting. The patient applied a new pod prior to going to the hospital. The patient was taken by ambulance to the hospital. Once at the hospital the patient was transferred to another hospitals intensive care unit. The patient was treated with intravenous fluids as well as insulin.